Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown. Implanted: (B)(6) 2025: product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the issue, the hcp stated that the leads were removed. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# serial#(B)(6), implanted: (B)(6) 2025, product type screening device product ID 306001, lot# serial#(B)(6) , implanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the steps taken to resolve the wire movement was that they secured with bandage. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 implanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-25, information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2025. It was reported that they were experiencing a loss of stimulation. The cause of the issue was unknown. Basic troubleshooting was performed. They switched the therapy from the left side to the right side and increased the stimulation however patient doesn't feel the stimulation until they reached the maximum settings of 5.3. It was unknown whether the issue was resolved. The agent advised the patient to contact their clinician for further assistance. On 2025-oct-16, additional information was received from the healthcare provider (hcp). They reported that the cause of the loss of stimulation was not determined. The most likely cause or contribution was the movement of the peripheral nerve evaluation (pne) wire. The issue was resolved and the pne trial was completed.